Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the ball bearing fell apart and the extension sleeve was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the short attachment device it was determined that the nose tube was bent/damaged, and the bearing was damaged. It was noted that the ball bearing fell apart and the extension sleeve was damaged. It was further determined that the device failed pretest for visual assessment, cutter insertion, and temperature. It was noted in the service order that the device had a bearing malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.